Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the tabletop was interfering with the function of the oxygen flush valve. The tabletop was adjusted. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during the preoperative checkout, it was noted that the oxygen flush button would stick open, there was no report of patient involvement.